Event description:
It was reported that during an endovascular aneurysm repair (evar) with an iliac branch and three iliac limbs, all five devices were successfully implanted without any deployment issues. However, after placement, it was noted that all of the grafts were leaking due to suture holes in the graft material [please note that only one device was a william a cook australia pty ltd manufactured device]. It was reported that it was either a type iii or a type IV endoleak. It was reported that re-ballooning was attempted on the entire graft, limbs, stents, and it still leaked. The procedure was stopped.